Event description:
Info received indicates the product was explanted due to regurgitation, calcification and dilation of the conduit. The device was repalced with no additional pt complication reported.